Event description:
It was reported during a laparoscopic cholecystectomy during insertion of an instrument into the 511sd the inner gasket came loose and fell into the pt through the trocar sleeve. The gasket was retrieved and a new trocar was opened to complete the case. There was no pt consequence. The trocar is currently with risk mgmt and the rep is unsure if the product is being returned.